Manufacturer narrative:
(B)(4). Additionally, it should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report multiple instances of inaccuracies between the continuous glucose monitoring (cgm) system and blood glucose (bg) meter. The patient's sensor was inserted on (B)(6) 2016. On (B)(6) 2016, patient reported a cgm reading of 197mg/dl compared to a bg meter reading of 139mg/dl. On (B)(6) 2016, during the same sensor session, the patient was at the endocrinologist for a check-up and to download data from the receiver. While doctors were drawing the patient's blood, patient felt like she was experiencing a low. Patient was given juice and crackers to bring her bg back up. After patient left, the doctor's office called to check on her, as patient's blood work showed she had a bg value of 27mg/dl. Patient's receiver was reading 62mg/dl. Date of doctor's visit is an approximation as patient could not recall exact date. At the time of contact, patient was in good condition. No additional event or patient information is available. It was reported that calibration was not performed accordingly. The dexcom g4 cgm system user's guide states: do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate if the glucose reading error symbol shows in the status area. Do not calibrate if the out of range symbol shows in the status area. Additionally, the user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.